Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient did not recharge ipg as recommended. As such, the ipg had been inoperable for over a year. Troubleshooting was attempted by an abbott representative and ipg was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.